Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26389. It was reported the pt does not have effective stimulation from his pns leads (off-label) that are implanted in his neck. The pt previously had effective stimulation in his shoulders. The pt had a CT/myelogram and results are unknown at this time. The pt will follow up with this physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26389. Follow up information identified the patient underwent surgical intervention to remove and replace the leads which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.